Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: the 693565, lead implanted: (B)(6) 2010, 419488, lead implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient developed sepsis after experiencing a pocket infection and vegetation on the right ventricular (rv) lead. The implantable cardioverter defibrillator (ICD)&#1241;stem was extracted. Cultures were taken and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.